Event description:
It was reported that the user dropped the ilet device, resulting in physical damage that broke the unit and prevented access to the meal announce function. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living and no medical interventions. Investigation included technical support troubleshooting and user education performed remotely, with no device alerts or alarms reported. Investigation of this case revealed external physical damage consistent with user handling, with a damaged or broken device enclosure and display assembly. It was concluded that the event was attributable to device damage from accidental drop, with no evidence of device malfunction unrelated to the external damage.